Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 250cc saline prosthesis, catalog #3502250, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis. On (B)(6) 2018 right sided deflation without signs of trauma was observed. As a result, bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed on (B)(6) 2018. Right sided deflation was confirmed during the surgery. The left prosthesis was intact. The patient was brought back to the recovery room in stable condition, and no procedural complications were performed.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White, yellow and red material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect, a rent within the crease was observed on the anterior aspect, measuring approximately 0.8 cm. In addition, an area of shell abrasion was observed at the end of the crease on the posterior aspect. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5836457 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white, yellow and red material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).